Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set was leaking. The following information was provided by the initial reporter: customer emailed to notify bd that there has been a leaking air vent during chemotherapy administration. Clinically we do not recommend leaving the air vent open during chemotherapy administration. Employee exposure to cytotoxic medication.

Event description:
Please confirm how long the infusion had been running for prior to the leakage occurring? For taxol line the exposure occurred towards the end of infusion as the nurse was looking at the drug to see how much was left. For the other lines- one started to leak while premedication of dexamethasone was given. The third line droplets were noticed in air vent post priming of the line. Please confirm when the air vent cap was opened? I.e., was it before squeezing the drip chamber to prime? Straight after priming, or at some later point during the infusion? The nurse cannot remember the order of events but all lines had the air vent open. We think we are opening the air vent once the secondary line is attached along with the drug. Drip chamber would have been squeezed and filled to half as per instruction from bd please confirm if any visible physical damage or deformity was observed to the air vent component? No all lines appeared to look normal. Please provide details of the type, size, and manufacturer of fluid container in use? (I.e., is it a collapsible bag, a semi rigid plastic container or a glass bottle) saline bags are from baxter- 500mls. Chemo bags come compounded from baxter all currently in collapsible bags- 500mls. Since there is an exposure to chemotherapy, confirm the patient impact. No patient impact- impact/exposure was to nursing staff. Any medical int. Other than first aid no medical intervention given aside from first aid. Whs rep looking into staff health monitoring required from exposures. Unknown long-term impact to nursing staff fertility and health. Just an added note, bd did not tech the staff at (B)(6) private to open air vents and leave them open on chemotherapy infusion, we advised against this practice.

Manufacturer narrative:
Additional information in section b. Investigation result: no 10010454-0006 sample was available for investigation; however, the customer reported that the affected sample was from lot: 24055584 and that "there has been a leaking air vent during chemotherapy administration". The customer also reported that the air vent was opened during infusion with a collapsible infusion bag. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed that leakage of fluid could be seen from the air vent. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 24055584 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note that the air vent is designed to allow air into the fluid container when using a glass bottle or semi-rigid container. When the air vent cap is open, the air vent channel of the spike is effectively an open path with a hydrophobic filter. Testing conducted during previous investigations demonstrated that, depending on the priming technique and the clinical usage of the product, it is possible for fluid to flow through this channel and although a hydrophobic filter membrane will not wet in normal use, fluids can pass through a hydrophobic filter once the water breakthrough pressure is reached. When inserting the spike and filling the drip chamber, whether using collapsible bags, glass bottles or semi-rigid containers, it is important to ensure that the air vent cap is in the closed position. Once the drip chamber is primed the air vent should remain closed when using collapsible bags and opened when using glass bottles. Please follow the container manufacturer's recommendations regarding venting of semi-rigid containers. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10010454-0006 set in the past 12 months.